Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited potential dislodgement due to insufficient slack and intermittent pacing failure. The lead was repositioned and remains in use. It was reported that the dislodgement of the lead was impacted by the device pocket moving downward and the device "moving freely." The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.